Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl and an insulin injection was administered. Pump system check with tandem technical support found air bubbles in the cartridge pigtail and infusion set tubing. The pump supplies were changed to resolve the issue.